Manufacturer narrative:
The impacted product was received be the failure analysis lab on january 8, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was discovered during explant surgery. The devices were explanted without replacement on (B)(6) 2020. A separate left sided event for the contralateral device was reported under 1645337-2020-14358 on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on january 22, 2021. In addition to the rupture reported initially the patient also experienced several unexplained systemic symptoms post procedure. The exact nature of the symptoms was not specified. The contralateral prosthesis was reported under 1645337-2020-14358. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: rupture/generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and incomplete. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).